Manufacturer narrative:
Background information: zippie voyage owner manual (part no. 245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." And "b. Ensures all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." A safety tether kit (part no. 255469-0 and 255470-0) and the associated instruction sheet (part no. 255468, rev. D) were included with the finished product. The safety tether kit, when installed and used properly, is designed to prevent a seat that is inadequately attached to the stroller base from falling to the ground. Discussion: customer reported an incident involving zippie voyage on (B)(6) 2025. The incident occurred when the stroller seat detached from the base while the end user was strapped into the seat. The end user reportedly fell forward hitting her head on the ground. No reported evidence of medical intervention was provided. No reports of any additional damage to body structure or function were provided. The device was requested to be returned to the manufacturer for additional investigation. Several attempts were made to provide additional information regarding the incident and to follow up on the status of product return. As of the date of this report, no additional information has been provided from the end user, nor the expected return status of the product has been provided. A DHR review of this product was conducted and no abnormalities, deviations, or ncmr's related to the claim were identified in the manufacturing process. Conclusion: due to the reported detachment of the seat from the base, and the user error of not using all failsafe provisions that led to the product not performing as intended this MDR is being filed.

Event description:
Customer reported an incident involving zippie voyage on (B)(6) 2025. The incident occurred when the stroller seat detached from the base while the end user was strapped into the seat. The end user reportedly fell forward hitting her head on the ground (date of incident not provided). No reported evidence of medical intervention was provided. No reports of any additional damage to body structure or function were provided.